Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, the battery impedance value was found to be at 4.19kohm (magnet rate : 94bpm) and the expected remaining longevity was 31 months. On (B)(6) 2016, interrogation of the device revealed a battery impedance value of 8.83kohm (magnet rate: 80bpm) and the expected remaining longevity displayed was lower than 3 months. The device was explanted and discarded.

Event description:
It was reported that during the follow-up performed on (B)(6) 2015, the battery impedance value was found to be at 4.19kohm (magnet rate : 94bpm) and the expected remaining longevity was 31 months. On (B)(6) 2016, interrogation of the device revealed a battery impedance value of 8.83kohm (magnet rate: 80bpm) and the expected remaining longevity displayed was lower than 3 months. The device was explanted and discarded.